Event description:
It was reported that the customer was hospitalized due to high ketones and high blood glucose of 235mg/dl. It was stated that the last infusion set change was on (B)(6) 2011. It was stated that the customer was experiencing unexplained high glucose for the past two days. It was stated that when the customer was eating and delivering a bolus, the insulin pump alarmed no delivery. Troubleshooting was performed. Reviewed the programming and the alarm history revealed multiple no delivery alarms. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.